Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken conductor wire. The conductor wire was broken at the at the grip routing. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the force bipolar had a loose black wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.